Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC used for two months and was maintained in the hospital during this period. No abnormality was found in the tube during the previous treatments in our department. During the first infusion in this hospitalization, swelling of the arm was found. Color ultrasound and chest x-ray examinations were performed, and the color ultrasound showed thrombosis. After 3 days of antithrombotic treatment, the patient still complained of swelling and pain, so it was decided to remove the PICC. When the tube was removed, 1.5cm was found to be extra in the body, so the tube was found to be broken.